Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" is confirmed. The leadscrew was noted to be separated from the back plate of the bellow, which was the cause of the system error 3 alarm and rattling noise. The root cause of how the leadscrew and bellow became disengaged is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the patient was switched over to the intra-aortic balloon pump (iabp) after transport from an outside facility. The pump was pumping fine and then had a system error 3 alarm and shut down. The rn power reset the pump and attempted to restart pumping, the system error 3 alarm persisted and the pump made a grinding noise when attempting to start. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was switched over to the intra-aortic balloon pump (iabp) after transport from an outside facility. The pump was pumping fine and then had a system error 3 alarm and shut down. The rn power reset the pump and attempted to restart pumping, the system error 3 alarm persisted and the pump made a grinding noise when attempting to start. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.